Manufacturer narrative:
Follow up 21.jul.2014: follow up information received from the physician. No previous gynecological interventions or problems. No other relevant medical history. Patient's historical conditions included gravida 3, one spontaneous abortion, one elective abortion. Essure lot number was provided, b717262. No dilatation or sounding. General anesthesia via lma (laryngeal mask airway). Essure insertion was easy. Visualization of tubal ostia was also easy. Fluid loss was less than 1500cc and less than 20 minutes operating time. No imaging tests at time of the insertion procedure. Patient used condoms as contraceptive until essure occlusion confirmation. Hsg (hysterosalpingogram) was performed on (B)(6) 2014 and showed left tube spring in place, occluded. The right tube was patent, spring in upper left quadrant of pelvis. Patient had no symptoms. No known perforation of any organ. No known perforation at time of easy insertion. Physician also reported no known perforation and that patient had subsequent laparoscopic tubal coagulation. Coil could not be identified even with fluoroscopy. Patient was not pregnant. Left tube essure was not removed and there were no plans to remove coil at this time. Ptc investigation result was received on 11-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are not indicative of a quality defect per se. In addition, the ae case refers to a reported lack of efficacy. A lack of efficacy may occur under the use of any product and is not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to batch no. B717262. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch did not reveal any deviation or gave any reason to suspect a quality deficit (see technical statement). No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed case report refers to a (B)(6)-years-old female patient, who had essure (fallopian tube occlusion insert) inserted and experienced the right showed the spring was floating in the left upper quadrant of pelvis and I could not find the coil with the laparoscope. Both events are serious due to medical significance and listed in the reference safety information for essure. Device dislocation can occur after insertion of a micro-insert. In this particular case, according to the physician, the insertion occurred without complications and patient used condoms as alternative contraceptive method. The confirmation test was performed three months after the insertion, hsg (hysterosalpingogram), showed that the left tube was occluded while the right tube was patent and the spring was in upper left quadrant of pelvis. The patient underwent a subsequent laparoscopic tubal coagulation and the coil (right) could not be identified even with fluoroscopy. The left coil was not removed. Due to laparoscopic procedure, this case was regarded as incident. Based on available information, the events were considered related to essure use. Additionally non-serious event right tube patent was reported. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2014 which refers to a female patient of (B)(6) who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below. Gynecologist reported that on (B)(6) 2014 she did an essure insertion in a patient without problems during the procedure and the coils filled right in. Last week, in (B)(6) 2014 the hsg (hysterosalpingogram) showed the left was occluded and in the right location, the right showed the spring was floating in the left upper quadrant of pelvis and there was spillage. On (B)(6) 2014 the physician did a laparoscopic tubal and could not find the coil but the doctor could not find it with a laparoscope. Doctor would like to know if should do anything else. Follow up information received on 27-jun-2014: physician did lap on right tube. Patient is asymptomatic. No further information provided. Follow-up from 09-june-2014 and 10-june-2014: follow up received from sales representative, but no new information was provided. New reporter was added. The required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed case report refers to a female patient of (B)(6) who had essure (fallopian tube occlusion insert) inserted and experienced the right showed the spring was floating in the left upper quadrant of pelvis and I could not find the coil with the laparoscope. The right showed the spring was floating in the left upper quadrant of pelvis is serious due to medical significance and is listed in the reference safety information for essure while the other event is considered non-serious. The right showed the spring was floating in the left upper quadrant of pelvis assumed as device dislocation can occur after insertion of an iud. In this particular case, it was reported that the hsg (hysterosalpingogram) showed the left was occluded and in the right location, the right showed the spring was floating in the left upper quadrant of pelvis and there was spillage. The physician did a laparoscopic tubal and could not find the coil. They had the fluoroscopy and could see the coil but the doctor could not find it with the laparoscope. Due to laparoscopic procedure made this case was regarded as incident. Based on available information and due to lack of an alternative explanation the events were considered related to essure (fallopian tube occlusion insert) therapy. Ptc analysis will be request.